Event description:
It was reported that the surgeon found a leak in the exterior part of the delta chamber before surgery.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No pt injury was reported. All of our valves are 100% tested at the time of manufacture.